Manufacturer narrative:
Patient information was unavailable from the site. During evaluation by a medtronic representative, it was observed that the gantry rotates, and audible beeps are heard during 3d acquisition. The screen was not able to display images. Error messages displayed. A replacement pcb board was shipped to the site. Medtronic representative performed an evaluation of the imaging system, whereby the part was replaced. A full system checkout was performed, with all checks passing. System is now functional. The suspect part was not returned for medtronic evaluation. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site representative reported that during a post-operative scan in a spinal fusion case, the imaging system failed to produce any radiation. After a 20 minute delay, site decided to discontinue use of navigation and imaging. There was no change to the surgical procedure. Procedure was completed successfully with no adverse effect on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned ht controller board found that the reported event was related to an electrical issue. The board was installed in a test imaging system and the system readied. The system went through the motions of taking exposure, however the "images" were not as expected. Following the completion of the 3d spin, a soft beep is audible, and generator error 13 is displayed in remote desktop. The returned board had an electrical issue. The reported event was confirmed.